Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8575, lot# j12029r, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative. The pump was delivering infumorph 50 mg/ml; 23.99 mg/day bupivacaine 0.5 mg/ml; 0.239 mg/day. It was a very high morphine concentration; combination therapy. Other medications the patient was taking at time of the event were not available. It was reported the patient mentioned in preop that he had a "two-tone alarm a couple of months ago" which took a few days for him to realize was coming from the pump. The patient was told by his managing physician that it was the battery reaching end of life (eol). The pump was interrogated for logs and found the pump had a premature elective replacement indicator (eri) on (B)(6) 2017 followed by multiple low-battery resets and pump going into safe state on (B)(6) 2017. The pump showed four months to eri. Per the logs, the patient was seen on (B)(6) 2017. The critical alarm was silenced, and the pump was filled. The patient did not report any increase in pain in recent months, even during these events. The very high morphine concentration (morphine 50 mg/ml and bupivacaine 0.5 mg/ml) led to a suspicion of catheter occlusion and/or granuloma but the patient denied any symptoms of inflammatory mass. Catheter access port (cap) aspiration in the operating room (or) was negative for cerebrospinal fluid (csf) return. The catheter was occluded. A catheter revision was performed. The existing 8709 was removed and replaced with 8781 to thoracic two. The pump and catheter were replaced (B)(6) 2017. The explanted pump and catheter were discarded. The drug was transferred from the old pump to the new pump (11 ml) and simple continuous dosing decreased from morphine 23.99 mg/d ay and bupivacaine 0.239 mg/day to morphine 2.4 mg/day and bupivacaine 0.024 mg/day. Patient activated (pa) dosing was decreased from morphine 2.0 mg every two hours x4; maximum 4 to morphine 0.5 mg every one-hour x 20, maximum 20. It was suggested to decrease the priming volume due to the high concentration; the physician declined. The pump tubing (0.140 ml) and the new catheter were primed. Also verified new total daily dose of morphine 12.38 mg/day twice with the physician, which he confirmed. The patient was staying in the hospital for three days (and will have a dilaudid pca (patient controlled analgesia). The new personal therapy manager (ptm) was ¿married¿ and given. Patient weight was asked but was unknown. Medical history was failed back surgery syndrome. Patient status at time of this report was alive - no injury. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump was alarming. The patient stated it was not the ptm, but the pump itself. The patient stated he had a call into the office and would wait for the health care provider (hcp) to call him. The patient stated their pump had shut down and thought it was because of their ptm, but stated they could be wrong. The patient stated he had a refill on (B)(6) 2017, and when the hcp did his refill, the pump had a reset. The sounds were consistent with pump alarms. The patient described the two-tone alarm. The patient noted it started 2-3 weeks ago at least, but he didn¿t discover it was the pump until yesterday ((B)(6) 2017). No patient symptoms were reported at the time of the call. The pump contained bupivacaine [50 mg/ml] at a dose of 23.992 mg/day and an unknown brand of morphine [50 mg/ml] at a dose of 23.992 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implantable pump for non-malignant pain. It was reported the patient¿s medication was compounded, and they were receiving 50 mg/ml of morphine at 23.991 mg/day; and the patient was receiving ¿5% of that in bupivacaine.¿ the patient stated, ¿bupivacaine is 0.05mg,¿ then stated ¿0.5 units/ml.¿ it was reported the patient had their pump refilled that day ((B)(6) 2017) and when their pump was refilled and their doctor checked their pump a ¿safe state reset occurred¿ message was seen. The patient had not been using their personal therapy manager (ptm) regularly lately because their pump had been managing their therapy pretty well. It was indicated the pump was not alarming. The patient¿s doctor played the pump alarm for them at their refill appointment, so the patient would know what the alarm sounded like. The patient could only hear the alarm if the room was totally silent. Surgery was scheduled for (B)(6) 2017 to have their pump replaced due to normal battery depletion. Additionally, the patient stated they had been sick the past week and had been chair bound for seven days due to illness. However, the patient reported the illness had nothing to do with their pump, and the illness was unrelated. The patient had not had any additional pain. No further complications were reported/anticipated.